Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that burr detachment occurred. The target lesion was located in the proximal left circumflex artery (lcx). A 1.50mm rotalink¿ plus was selected for use. During procedure, it was noted the burr got detached from the drive shaft during first run. The burr was removed from the patient's body and procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.